Manufacturer narrative:
(B)(4). Additional information: a device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. (B)(4). Baxter will continue to collect product complaints, but periodic monitoring/trending and analyses of the u.s. Complaints for product improvements will no longer be required. Baxter will continue to monitor and report on death and serious injury events and follow existing escalation processes to assess the impact on patient safety.

Manufacturer narrative:
Flo-gard devices are no longer being serviced by baxter, therefore the device will not be returned for repairs/evaluation. Should additional information become available a follow-up medwatch will be submitted. (B)(4).

Event description:
The facility representative reported a flo-gard infusion pump that over-infused (delivered too quickly) during delivery of saline to a patient. The facility representative did not indicate the percentage of over-infusion. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available.